Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device took an extended time to charge energy. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the data file of the customer's report was provided. Review of the data file indicates the delay between the start of the analysis and the issuance of the press flashing shock button prompt was due to the shock button being pressed prior to the device issuing the prompt to press the flashing shock button. After the device recognized the button was released, the don't touch patient and press flashing shock button prompts were issued. The shock button was then pressed and the shock of 120 joules was delivered to the patient. The device is designed to issue this prompt if the shock button is pressed prior to the device being charged as a user advisory. The device charged to it's target energy within time specification. Analysis of reports of this type has not identified an increase in trend.